Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, cardiosave intra-aortic balloon pump (iabp) had ground pan broke off on the power cord. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, replaced power cord reel, ground plug was broke off. Completed maintenance and validation successfully. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing department received the reel, ac power cord. This part was received with a reported unit failure message of ground pin broken off. The failure analysis and testing dept. Performed a visual inspection and verified the failure message of ground pin was missing. Retaining reel, ac power cord in the fat dept. Per procedure.